Event description:
It was reported by svc report that there was a broken head right outer siderail panel resulting in exposed sharp edges. No adverse consequences were reported.

Manufacturer narrative:
Results: broken siderail panel.